Event description:
Admitted to room 2308 (cardiac care unit) unit admitting diagnosis rule out morphine overdose", "rule out aspiration pneumonia". Pt unresponsive on admission. Narcan given. On 11/14/1998, pt responsive and alert. Arterial blood gases on 11/14/1998 potential of hydrogen 7.22 carbon dioxide, phosphorous 0292 sat 97% on 100%. Continuous positive airway pressure mask. Intubated and placed on vent. Extubated on 11/23/1998 at 0945. Respiration 20's heart rate 100 blood pressure 130/70. Expired 11/23/1998 at 1940.